Event description:
Candace wordlaw reported that her son's tandem tslim system was experiencing a daily loss of insulin, resulting in an unexpected display of insulin amounts on the gauge. There was no adverse impact to the customer¿s blood glucose level. Technical support contacted candace, confirmed the issue began on (B)(6) 2025, and assisted in reloading the cartridge, advising to monitor the situation and follow up if necessary.